Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 2 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Correction of h6 device codes from leak/splash, a0504 to material rupture, a0412. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A leak test was carried out which identified a balloon pinhole located approximately at the center of the balloon. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 2 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.